Event description:
The healthcare provider reported injecting a patient with evolysse smooth in the lips on (B)(6) 2025. On (B)(6) 2025 the patient experienced "bumps" on the lips. Safety database reference number (B)(4).

Manufacturer narrative:
Claim number (B)(4).